Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
The gore® tag® endoprothesis instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, death, infection (e.g., aneurysm, device or access sites).

Event description:
On (B)(6) 2015, this patient underwent treatment for a 71.1mm saccular aortic arch aneurysm requiring proximal graft placement in zone 0 or zone 1. The patient is enrolled in the ssb 11-03 study which involve the gore tag thoracic branch endoprostheses which are investigational devices; and may involve the conformable gore tag thoracic endoprosthesis. During the procedure a conformable gore tag thoracic endoprosthesis (ctag device) was implanted in zone 0 proximal to the brachiocephalic trunk, distal to the sinotubular junction. During or after deployment of the ctag device it was reported that the patient is believed to have experienced a stroke or tia intraprocedure. The patient later presented with right side hemiparesesis. The cause of the stroke is thought to be the manipulation of the aortic wire in the aneurysm which contained thrombus during deployment of the ctag device. On august 30, 2015, the patient's right hemiparesis was reported to have resolved; and that the patient is "neurologically intact."

Manufacturer narrative:
UDI: (B)(4).